Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s. Investigation: evaluation of the returned sample shows a needle where the holder has separated. One of the plastic wings at the top of the holder was seen to be cracked. (B)(4) retained samples from the same lot number were each used to draw 5 vacutainers with horse blood; none of the needles separated from their holders. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint was confirmed upon evaluation of the customer returned sample. Bd was able to confirm the customer¿s indicated failure mode with the sample provided root cause description: the most likely root cause for the reported defect is that one of the wings at the top of the holder was cracked, resulted in the needle not being held firmly in place. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. Detaches during use, leaving the needle in the patients arm and the healthcare worker holding the tube. There was no report of injury or medical interventions.